Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation with an unspecified saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed with a physical exam. As a result, the patient underwent explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On september 15, 2022, mentor received additional information stating that the impacted device is a allergan breast prosthesis; this is a non-mentor product. Since the impacted device is a non-mentor product, no further investigation or reporting will be done on this complaint. Manufacturer¿s reference number: (B)(4).